Event description:
During a rotator cuff repair, the physician utilized a smartstitch suturing device, unknown connector, and smartstitch perfect passer suture cartridge to pass a suture through the tissue. After firing the needle, the suture as not able to latch properly onto the surgical site and came out of the tissue. The physician was required to revert from an arthroscopic method to an open procedure. The procedure was completed; however, the details regarding the products and techniques used were unavailable. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient's age and gender were requested but were not received. A lot number for the device was not provided, therefore, the no device history record could be performed. (B)(4).